Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during surgery, no phacoemulsification power was experienced. The case was completed successfully. However, the subsequent cases were cancelled.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received from a company representative indicating the customer was attaching a "med" bottle to the IV bag then placing them both on the bag bay. Once this practice was discontinued, there have been no other issues.

Manufacturer narrative:
Additional information provided. The system was examined. The company representative was not able to replicate the reported event with proper use of the system. The reported event can be attributed to user error. The system was manufactured on july 9, 2015. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to user error. The manufacturer internal reference number is: (B)(4).